Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was having sensor issues, as the insulin pump continued to alarm sensor error. The customer didn't recall her blood glucose at the time of the incident. Troubleshooting was performed and customer was advised to remove the sensor. Customer state the sensor looked as it was missing a piece was broken off. Customer was advised to replace the sensor and return the broken sensor for analysis.